Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock as a result of triple counting due to poor r-wave amplitudes and p-wave oversensing. Technical services (ts) was contacted, and ts discussed programming and troubleshooting options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was reprogrammed to the alternate vector, and everything was reportedly resolved with the change. X-ray imaging was performed and the s-ICD had migrated a bit, and the physician elected to monitor the situation. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock as a result of triple counting due to poor r-wave amplitudes and p-wave oversensing. Technical services (ts) was contacted, and ts discussed programming and troubleshooting options. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock as a result of triple counting due to poor r-wave amplitudes and p-wave oversensing. Technical services (ts) was contacted, and ts discussed programming and troubleshooting options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was reprogrammed to the alternate vector, and everything was reportedly resolved with the change. X-ray imaging was performed and the s-ICD had migrated a bit, and the physician elected to monitor the situation. No adverse patient effects were reported. Additional information was received indicating the double counting of p-waves and inappropriate atrial fibrillation (af) episodes. Ts discussed programming options, but they were limited to the alternate vector. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock as a result of triple counting due to poor r-wave amplitudes and p-wave oversensing. Technical services (ts) was contacted, and ts discussed programming and troubleshooting options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was reprogrammed to the alternate vector, and everything was reportedly resolved with the change. X-ray imaging was performed and the s-ICD had migrated a bit, and the physician elected to monitor the situation. No adverse patient effects were reported. Additional information was received indicating the double counting of p-waves and inappropriate atrial fibrillation (af) episodes. Ts discussed programming options, but they were limited to the alternate vector. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered another inappropriate shock due to triple counting. No additional adverse patient effects were reported.